Event description:
It was reported at the end of an atrial fibrillation ablation procedure the developed a cardiac tamponade. The physician used a brk transseptal needle and a swartz sl1 introducer to access the left atrium. A non-sjm diagnostic catheter for mapping and a therapy cool flex ablation catheter were placed into the left atrium. Three to four hours later when the procedure was completed the physician noticed on x-ray the silhouette of the heart had no movement. The patient's blood pressure had become low and an echocardiogram was used to verify a tamponade. A pericardiocentesis was completed and there were no further complications. The patient's current condition is listed as ok.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. A review of the DHR could not be performed as the lot number was not provided. The root cause classification of the reported cardiac tamponade is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.